Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, low audio output occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported low audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted. A functional test was performed and it passed. A communication tool audio and vibration test was performed and it passed. "Try it" manual tests were performed and passed. The receiver case was opened for an internal visual inspection and it passed. A speaker audio intermittent test was performed and the test passed. The speaker resistance was measured and it measured within specification. The allegation was not confirmed. The root cause could not be determined.